Event description:
Note: this report pertains to the first of five devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1444, 3005099803-2008-1445, 3005099803-2008-1446 and 3005099803-2008-1447 for a description of the other device. It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) the extractor xl triple lumen retrieval balloon ruptured inside the scope. This occurred several times and the procedure was successfully completed with another extractor xl triple lumen retrieval balloon. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Product unavailable for analysis.